Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message upon powering on" was confirmed during the functional testing and archive data review. The root cause for the reported complaint was due to the corrosion on the brake housing area of the drive train motor. Upon visual inspection, observed crack in the top cover, hole on the load plate cover that affects the watertight seal and noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The top cover and the load pate cover were replaced to remedy the damage. Performed clutch plate deburring procedure to remedy the problem with the encoder drive shaft. The autopulse platform is a reusable device and was manufactured in 2008 and is 10 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to ua16 (timeout moving to take-up position) error message. While powering on the unit, there was no brake activation. It was noticed that the drive train motor had corrosion at the brake housing area. The brake assembly was seized from corrosion and contributed to the cause of ua16 and prevent the platform to perform compression. Cleaned and removed the corrosion at the brake housing area using ipa (isopropyl alcohol). The archive data review showed occurrence of multiple ua16 error message on the reported event date. Also noticed that the autopulse platform was never powered on for six months. In the warm and humid climate, the drive train motor brake will seize if the platform is not powered on frequently. After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any error or fault. Per the autopulse user guide instruction, storage of the autopulse in a wet or humid environment may result in damage to the platform that may require service. To prevent this from occurring, conduct the autopulse self-test daily, which includes cycling the power. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the autopulse platform (sn (B)(4)) displayed error message upon powering on. The crew reverted to manual CPR immediately. Rosc was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the autopulse platform (sn (B)(4)) displayed error message upon powering on. The crew reverted to manual CPR immediately. Rosc was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed ua16 (timeout moving to take-up position) error message upon powering on. The crew re-positioned the lifeband and secured the patient to the platform. However, the crew was unable to clear the error message. Immediately, the crew reverted to manual CPR for approximately 20 minutes. However, rosc was not achieved and the patient was pronounced dead. The cause for the cardiac arrest was unknown. After the incident, the crew checked the platform with manikin and the platform displayed ua16 error message. Per user, the patient's outcome was not related to the autopulse platform.